Event description:
It was reported that the pump did not power on. The device evaluation revealed an error coded that the motor was dirty upon power up and in the event history log. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed error code 41622 that the motor and gears were dirty. A functional test was performed, and the reported issue of unable to power up was not duplicated. The unit powers on and shows an error code that the motor is dirty. The unit was opened, and the motor and gears were cleaned. Software was updated and the pump functioned normally. It was not determined how the motor and gears became clean. Service history identified the complaint was not related to a previous service of the device within the review period.